Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and complete event information.

Event description:
It was reported that following high tonic power usage, the ipg was the "replace generator soon" message was observed, and the ipg could not communicate with external devices. As a result, surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: a4 - patient weight: this was omitted in earlier report and has now been entered.